Event description:
The remote monitor is attached to a shelf using the co's standard mounting plate in a x-ray room. The monitor separated from the plastic swivel base and fell to the floor. There was no injury.